Manufacturer narrative:
All available patient information has been included. No additional patient details are available. This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect stat high sensitive troponin-I results when compared to other methods on a (B)(6) male patient diagnosed with viral myocarditis in (B)(6) 2019. The patient has been receiving treatment for approximately one year. The results provided from (B)(6) 2020 were: (B)(6). No impact to patient management was reported.

Manufacturer narrative:
D8. Was this device serviced by a third party? No. H6 health effect impact code: f26. H6 component code: g01003. The complaint investigation included a search for similar complaints, and the review of complaint text and attached data, trending data, labelling, and device history records. Return testing was not completed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 19475ui01 did not identify any issues associated with the complaint lot. Historical performance of reagent lot 19475ui01 was evaluated using worldwide field data and determined that the patient median result for the lot is comparable with other lots in the field and confirms no systemic issue for the lot. Labelling was reviewed and found to adequately address the issue under review. Per product labelling, any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. In addition, product labelling does not include normal range values for patients under 21 years of age. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 19475ui01 was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.